Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Device UDI lot/serial: (B)(4), UDI: (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of gore excluder aaa endoprostheses. While a trunk ipsilateral leg component (rlt261218j/14022684) was being implanted, the ipsilateral leg was deployed in an introducer sheath, causing the sheath to be difficult to remove. After several attempts were made, the introducer sheath was finally removed, but the rlt261218j was pushed up proximally during those attempts, covering the left renal artery. After contralateral leg component was deployed, a metal stent was implanted into the left renal artery to maintain blood flow. All the stent grafts were deployed successfully, and the patient tolerated the procedure.